Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. Defibrillation threshold (dft) testing was performed, where induction and termination of ventricular fibrillation (vf) was normal. However, the shock impedance measurement was low, out-of-range at 22 ohms. The system placement was reviewed and found to be appropriate. A commanded shock of 10 joules was delivered and again the impedance was 22 ohms. The field representative provided the patient's medical history, including end stage renal failure requiring hemodialysis and previous coronary artery bypass grafting (CABG) for ischemic cardiomyopathy. The patient had been in the hospital for almost a month due to other medical issues including peripheral vascular disease requiring antibiotics and urinary tract infection. During the current hospitalization the patient experienced vf arrest so the s-ICD system was implanted. Chest x-rays were submitted to technical services for review. The field representative noted the lead body was sitting directly on the sternal wires. Technical services agreed that this could be the cause for the low impedance values, but also noted the proximal and distal sensing electrodes appeared to not be in contact with any sternal wires. Device data was required for evaluation to determine if a revision would be necessary. At this time, device data as not been received by technical services. The field representative confirmed the patient was stable and has had no interventions. Due to covid-19 protocols at this hospital, device follow ups are delayed for patients determined to be stable.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, the electrode was noted to be severed about 95 millimeters (mm) from the terminal end, with only the proximal segment received. A setscrew mark was noted in the correct location on the terminal pin. Electrical continuity testing was performed, which confirmed conductors in this portion of lead were intact. Visual inspection noted typical explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the low, out-of-range shock impedance measurements observed during the implant procedure.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. Defibrillation threshold (dft) testing was performed, where induction and termination of ventricular fibrillation (vf) was normal. However, the shock impedance measurement was low, out-of-range at 22 ohms. The system placement was reviewed and found to be appropriate. A commanded shock of 10 joules was delivered and again the impedance was 22 ohms. The field representative provided the patient's medical history, including end stage renal failure requiring hemodialysis and previous coronary artery bypass grafting (CABG) for ischemic cardiomyopathy. The patient had been in the hospital for almost a month due to other medical issues including peripheral vascular disease requiring antibiotics and urinary tract infection. During the current hospitalization the patient experienced vf arrest so the s-ICD system was implanted. Chest x-rays were submitted to technical services for review. The field representative noted the lead body was sitting directly on the sternal wires. Technical services agreed that this could be the cause for the low impedance values, but also noted the proximal and distal sensing electrodes appeared to not be in contact with any sternal wires. Device data was required for evaluation to determine if a revision would be necessary. At this time, device data as not been received by technical services. The field representative confirmed the patient was stable and has had no interventions. Due to covid-19 protocols at this hospital, device follow ups are delayed for patients determined to be stable, so it was not known when the patient's next device check would occur. Device data was later submitted to technical services for review. It was noted the electrode contacting the sternal wires could effect the impedance value; however, the lateral x-ray showed the coil itself was not in contact with the sternal wires. Another contributing factor could be the patient's size, and the fact they are a dialysis patient. Such electrolyte imbalances can influence impedance. The system appears to be operating normally. The field representative noted the patient would likely be seen in april for a device follow up. About two years later, the device and electrode were returned for analysis. No new information concerning why the system was removed was provided.